Manufacturer narrative:
(B)(4). The reported field event of delayed hv charge time was confirmed in the laboratory. The root cause of the delayed charge time was an internal hv capacitor anomaly.

Manufacturer narrative:
The reported field event of an hv charge timeout was confirmed in the laboratory. The hv capacitors were sent to the vendor for further investigation and an internal capacitor anomaly was found. The root cause of the charge timeout was an internal hv capacitor anomaly.

Event description:
It was reported that the device charged for more than 30 seconds. The patient felt shocks similar to explosions around the heart. The device was replaced. The patient's condition was good after the event.